Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not boot-up. The display would flicker and automatically power on and off. In this state, the device could not provide therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the system pcb assembly and the cause of the reported issue was determined to be due to an inoperative crystal, designator y1, on the single board computer (sbc).

Event description:
The customer contacted physio-control to report that their device would not boot-up. The display would flicker and automatically power on and off. In this state, the device could not provide therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer that the date of event was (B)(6) 2018. Describe event or problem has been updated, accordingly. The customer also confirmed that there were no adverse effects to the patient as a result of the reported issue. Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not boot-up. The display would flicker and automatically power on and off. In this state, the device could not provide therapy, if it were needed. There were no reports of patient use associated with the reported event.